Event description:
It was reported that the "t" fell out. No patient injury or complications were reported.

Manufacturer narrative:
One ultra fast-fix curved needle delivery system (B)(4) received. This device is in poor condition. The blue split cannula has been returned. The depth limiter has been trimmed. T1 is not present. T2 and sections of partial used suture were returned. The delivery shaft is slightly bowed. Twisting or bending of the needle track may encourage release of t when not intended. The functional test resulted with successful and smooth manual advancement of the actuator. No root cause related to the manufacturing process can be established. No further investigation is warranted.